Event description:
Subsequently, the patient¿s representative reported "devices were explanted and re-implanted due to a wound healing disorder and hematoma on the left side¿ ¿seroma, pain in the breasts since the implantation (painful pulling, a painful tearing (like burning) and painful pressure from above)¿. Patient¿s representative also reported ¿rosacea, migraines painful joints, muscles, ligaments, and tendons on feet, shoulders, hands and spine, stiff fingers, difficulty concentrating and memory loss", ¿chronic fatigue, swollen and hard lymph nodes on the neck, cold and pale limbs (hands and feet)¿, and "left axillary suspicion of suspicion of two hyperechoic lymph nodes in the sense of silicone-bearing lymph nodes." The following reported events have been deemed not related to the device: ¿pollen allergy, shortness of breath, dry eyes, sensitivity to sound, restlessness, sleep disorder, night sweats, depression, mood swings, burning, tearing eyes, fibromyalgia, stomach problems and a foreign body sensation (in the breasts).

Manufacturer narrative:
Health effect - impact code: f2203 the events of wound dehiscence, seroma - late, and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "left axillary suspicion of suspicion of two hyperechoic lymph nodes in the sense of silicone-bearing lymph nodes"; "adjacent fluid area measuring almost 4 cm, significant swelling of the left breast with seroma formation developed spontaneously"; "wound healing disorder post op".

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: opening of device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "a rupture on the left side that led to severe pain and swelling" and "capsular contracture," "baker IV." Device was explanted. Subsequently, the patient¿s representative reported "devices were explanted and re-implanted due to a wound healing disorder and hematoma on the left side¿ ¿seroma, pain in the breasts since the implantation (painful pulling, a painful tearing (like burning) and painful pressure from above)¿. Patient¿s representative also reported ¿rosacea, migraines painful joints, muscles, ligaments, and tendons on feet, shoulders, hands and spine, stiff fingers, difficulty concentrating and memory loss", ¿chronic fatigue, swollen and hard lymph nodes on the neck, cold and pale limbs (hands and feet)¿, and "left axillary suspicion of suspicion of two hyperechoic lymph nodes in the sense of silicone-bearing lymph nodes." The following reported events have been deemed not related to the device: ¿pollen allergy, shortness of breath, dry eyes, sensitivity to sound, restlessness, sleep disorder, night sweats, depression, mood swings, burning, tearing eyes, fibromyalgia, stomach problems and a foreign body sensation (in the breasts).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a rupture on the left side that led to severe pain and swelling" and "capsular contracture," "baker IV."

Event description:
Patient reported "a rupture on the left side that led to severe pain and swelling" and "capsular contracture," "baker IV." Device was explanted.